Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had off no power alarm as well as motor error alarm. Customer¿s blood glucose was 300 mg/dl at the time of incident. Customer¿s current blood glucose was 360 mg/dl. Drive support cap was normal. Customer did not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testing's including stop current test, run current test, self test, off no power test, unexpected restart error test, seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed the motor test. No motor error alarm noted during testing. Device was received with normal operating currents and no unexpected off no power alarm, low battery alarm or battery power loss alarm noted. (B)(4).